Event description:
It was reported there was an infection and the device was replaced. There was no allegation of a device malfunction. Additional information received reported there was no patient death and no patient injury. The patient did not have meningitis and they had redness at the implantable neurostimulator (ins) site. The primary location of the infection was at the ins. The culture source was unknown. The patient recovered without sequelae and was doing fine.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Concomitant products: product ID 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708760, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot# va0mmzv, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot# va0mmzv, implanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.